Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended. (B)(4).

Event description:
The customer reported the system displays a ipl reset error code when the doctor uses the foot pedal. No patient injury was reported.